Event description:
The customer reported an emergency room visit due to high blood glucose of 519 mg/dl. At the emergency room the customer was treated and released with the blood glucose of 350 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. Troubleshooting was performed and the drive support cap appeared normal, did not find air bubbles in the tubing of the infusion set, ran manual prime and insulin did exit the tubing. Time and date were correct, basal rates were correct, bolus wizard settings were correct. Checked alarm history and found no alarms. Checked bolus history and found it matched. High pressure test failed twice. The customer was advised that the pump needs to be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit was received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.